Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 20 mg/dl at the time of hospitalization. The customer's blood glucose was 243 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucose tablets and juice. The customer stated that they lost consciousness while driving. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the programming was accurate. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The insulin pump will not be returned for analysis.